Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: intermittent image; rusted charge-coupled device unit; and tiny cut on cable. A root cause could not be identified. Based on the results of the investigation, it is likely the image issues were due to a bad rusted charged coupled device and the cut on the cable was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head did not make connection and did not produce an image. There were no reports of patient harm.

Event description:
It was reported the camera head did not make connection and did not produce an image. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.